Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) failed to maintain pressure and deflated during deployment. It is unclear if the closure was deployed. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) failed to maintain pressure and deflated during deployment. It is unclear if the closure was deployed. There were no report of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that neither button 1 nor button 2 was depressed. The stopcock was found in the closed position with a syringe attached to the unit. The sealant was in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, there was no sheath returned inserted on the device. The balloon was deflated, and the core wire was present. No additional anomalies were observed during this analysis. Per functional analysis, the inflation/deflation analysis could not be performed due to a leakage observed during the inflation attempt. Per microscopic analysis, a high-magnification evaluation was conducted to examine the balloon's surface due to the leakage observed during the functional analysis. During this analysis, a longitudinal tear rupture was observed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced. However, access site vessel characteristics (which were not provided) and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. R: 114 (c13), 4210 (c0703). C: 19 (d11), 4315 (d15).